Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. During use, the right atrial (ra) lead exhibited undersensing. Atrial sensitivity was reprogrammed to unipolar configuration but some undersensing still observed. The ra lead settings were re-programmed and the lead remains in use. It was also reported the implantable pulse generator (ipg) exhibited undersensing with appeared to be trouble mode switching during atrial flutter. The ipg was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.